Event description:
The following has been reported: broken. Ran through pm tests to find issue, issue appeared during flow test. Upstream sensor error. Replaced upstream occlusion sensor. Performing calibrations & pm tests after disassembly and replacement of upstream sensor (all good). Drug library out of date, not installing on its own (left plugged in and off/running, unplugged for adequate amount of time). Still not installing, flashed cpu board. Left by access point in hallway, still won't connect to server to download drug library. Replaced wifi card, configured wifi settings. Pump connected to network and downloaded latest drug library. Replaced membrane due to occlusivity test failing multiple times. Passed test after it was replaced. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.